Event description:
It was reported to olympus that error number 216 displayed on the videoscope. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not specify the root cause of the suggested event, however, it presume that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The following is included in the instructions for use (IFU): the instruction manual operation manual, ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was disassembled for thorough inspection. Based on the results of the investigation, e216 was not confirmed. However, it was confirmed that the image sensor cable has a kink, and the insulating coating was torn at around 150mm from the boot edge of the light guide. It was determined that the internal output signal line has been disconnected or shorted out during bending operations of the universal cord, causing the failure in the image. The root cause for the broken image sensor cable could not be specified. There was no scratch found around the cable though it appeared to be due to external stress. The probable cause was due to stress applied, such as strongly bending or pulling the universal cord. Olympus will continue to monitor field performance for this device.